Event description:
It was reported that 458 days after implantation of a 3.5x32mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the saphenous vein graft (svg) to diagonal branch artery anastomotic site. A pre-intervention in-stent restenosis percentage was not reported. Angioplasty was performed using a 3.5mm non-boston scientific balloon. It was noted that "multiple balllon dilatations were performed throughout the venous graft." A 3.5x32mm taxus express2 drug eluting stent was deployed at 20 atm in the "distal portion of the venous graft." It was not reported that the stent was post-dilated. Angiographic imaging revealed "0% residual stenosis," and "timi iii flow in the vessel." The pt received heparin during the procedure. It was reported tha the pt "tolerated the procedure well and did not have any complaints." The pt was transferred "in stable condition." The pt presented 458 days after the initial procedure with "unstable angina," and a 95% "in-stent restenotic lesion within the vein graft to the diagonal branch" artery. A de novo lesion in the diagonal branch artery was also noted. "Stenting of the diagonal branch was done, placing a 2.5x24mm taxus stent into the diagonal branch, overlapping into the vein graft." A 4.0x23mm non-boston scientific bare metal stent was positioned within the svg, overapped with the "newly deployed stent in the diagonal branch," and deployed at 11 atm. The stent was post-dialted with a 4.0x15mm non-boston scientific balloon inflated to a maximum of 12 atm. The overlapped taxus stent was dilated to "4mm size for the portion that was laying in the vein graft and leaving it a 2.6mm size for the portion that was in the diagonal branch itself." Angiographic views demonstrated "0% residual stenosis, " with "timi iii flow down the vessel." There was "no edge dissection." The pt was reportedly "pain free and hemodynamically stable" at the end of the procedure. The pt received plavix and aspirin after the procedure. The procedure was noted to be "successful." No further complications were reported.

Manufacturer narrative:
H-6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unk for this complaint, the shop floor paperwork could not be examined.